Event description:
It was reported that during an oral procedure the patient received a second degree burn to the lower right portion of the mouth. A cooling ointment was applied to the burn and it is unknown at this time if the burn will result in a scar. Another handpiece was available to complete the procedure.

Manufacturer narrative:
The products were not returned to the manufacturer for investigation. According to the information that was received from the biomed department at the account, the alleged overheating was able to be duplicated when the attachments were not installed correctly. The overheating of the attachment and subsequent burn to the patient was most likely caused by the equipment being installed incorrectly. If the reducer is not installed correctly, then the gears may not be engaged properly and may slip during use which may lead to friction.